Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer's pump recommended a bolus that was higher than what they normally get. The customer¿s blood glucose level was 83 mg/dl at the time of the incident. The customer used food to treat the low. The pump recommended 5 units and normally the customer gets correction boluses of less than a unit and up to 2 units. The caller believes the amount entered for the bolus was 0.5 units but 5 units were actually delivered. Troubleshooting was not completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.